Event description:
On (B) (6) 2010, the patient reported that on (B) (6) 2010 he changed his insulin infusion set and insulin cartridge. Later that day, he said his blood glucose elevated to the 300's mg/dl with his normal range being around 100 mg/dl. He corrected his reading by delivering insulin via pen. On (B) (6) 2010, his blood glucose reading was 500 mg/dl and his meter read "hi." Symptom was feeling like he was "having a heart attack." He said he noticed blood in the cannula and insulin inside his infusion device. He was unsure if the leak was from the adapter or the bottom of the cartridge. He does not reuse cartridges. He discarded the cartridge. He poured the insulin out and switched to his backup infusion device. On follow up with the patient on (B) (6) 2010, the patient stated he switched to his replacement device and his blood glucose has returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device and adapter were replaced and requested to be returned for evaluation.